Manufacturer narrative:
The investigation of high purge pressure has been completed. Data logs showed that flows were slightly saturated from the beginning of the case. There were no abnormal motor current (mc) spikes or speed deviations at any time in the case. Halfway through the case, the mc stepped up while motor speed remained constant. At this same time, the purge pressure began trending up for 8 minutes until the purge pressure high alarm triggered. The purge pressure and flow calculations remained elevated for the rest of the case. Additionally, the ps began to trend up this time, particularly the lv ps. High purge pressure: product was not returned for investigation. Data logs show that the motor current was slightly elevated from case start, but there was a distinct step up in motor current at the same time that the purge pressure began to trend up gradually. Since there were no motor current spikes during the case, biomaterial likely started to build - adding resistance to the motor - from case start, and then started to impact the purge gap when purge pressure began to rise. Clinical details report that a swan-ganz catheter was being manipulated and appeared to interact with the motor housing of the pump at the time of the issue. However, it's reported that visual inspection revealed no problems, and there weren't motor current spikes to indicate an interaction. Based on data log review, the root cause of the high purge pressure was most likely biomaterial buildup. Saturated pump flow: this failure mode had to be added once data log review revealed that pump flows were saturated during the entirety of the case. There were no abnormal motor current spikes, however, based on the fact that a high purge pressure event occurred shortly after case start, biomaterial most likely caused the saturated flows. From case start, the biomaterial likely added resistance to the motor's rotation - elevating the mc - and then began to affect the purge gap as well when purge pressure began trending up at the same time as the abnormal step up in motor current. Product was not returned for investigation. Based on data log review the root cause of the saturated pump flow was most likely biomaterial build up.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during repositioning of an implanted impella cp pump, the pigtail wrapped around the motor housing. The automated impella controller subsequently displayed elevated left ventricle pressures and the motor current began to rise. A purge system blocked alarm appeared and the decision was made to replace the pump. There was no resulting patient harm.